Manufacturer narrative:
Product analysis #245419100:sample analysis: one sample of taperguard endotracheal tube part number 18780 was received for evaluation, lot number provided by gch is 18h0919jzx. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately, a visual inspection was performed and it was observed the cuff presents a cut which was measured 0.5805 inches, this reading was taken using caliper calibration 9790, the failure mode cut in cuff is confirmed on (B)(6) 2019. Completed by (B)(6) on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff did not inflate when the leak test was performed before use. It was reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff did not inflate when the leak test was performed before use. It was reported that there was no patient involvement.